Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma, & capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture, baker grade iii treated with singulaire. It was also noted, peri-implant fluid, recall, and silicone-induced granuloma. The device remains implanted